Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported the device system became infected "from an infectious source that originated elsewhere in his body." It was unknown to the manufacturer's representative or the clinic if the device system had then been explanted. The patient is reported to have died from end stage renal failure after patient refused kidney dialysis treatment. The clinic reported the patient's death "had nothing to do with the device or leads."